Manufacturer narrative:
H4: the lot was manufactured march 2023. H10: the device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter additional phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set was cracked; further described as "a crack was noticed in the pump device line". The issue was identified during patient infusion with obinituzumab. There was no report of patient injury or medical intervention associated with this event. No additional information is available.